Manufacturer narrative:
On 5-aug-2021, the product investigation was completed for the hardware device in question. It was reported that an unknown patient underwent an atrial fibrillation (afib) with a carto 3 system. The physician reported a map shift. The physician feels the carto 3 system has a map shift issue. When they start and stop ablation, the respiratory curve will change directions. They re-gated for the respiratory curve and the curve responded properly, but the physician felt he saw catheters moving when the rf ablation was started and stopped. The physician feels the visitags are not being applied correctly to the map. Device evaluation details: it was found that respiration graph is affected by ablation ,it is resulting from the patch amplifier saturation (on the acl tx card), a normal system behavior. The field service engineer followed up with the j&j clinical account specialist and confirmed that they retrained respiration gating and shift reduced. No service requested, documentation of issue only. A manufacturing record evaluation was performed for the system 29139, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-sep-2021, bwi received additional information regarding the event. The manufacture date is 25-feb-2015. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with a carto 3 system. The physician reported a map shift. The physician feels the carto 3 system has a map shift issue. When they start and stop ablation, the respiratory curve will change directions. They re-gated for the respiratory curve and the curve responded properly, but the physician felt he saw catheters moving when the rf ablation was started and stopped. The physician feels the visi tags are not being applied correctly to the map. There were no errors observed. He said he could see the catheters moving differently like the map had shifted and that he believed that some visitags were not applied in the proper place. The issue was seen only during ablation start and stop. The approximate difference in catheter location before and after map shift was a few mm. There was no cardioversion and no patient movement. This will conservatively be reported as there is no indication the patient moved or that there was a cardioversion. The map shift in question is MDR-reportable.